Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 528 mg/dl at the time of incident and the blood glucose level had not been lower than 300 mg/dl and most recent blood glucose was 500 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not active and not automatically adjusting insulin at time of high blood glucose. Customer stated that they did not allege insulin pump was under delivery. The insulin pump will not be returned for analysis.